Event description:
Boston scientific received information that this patient, implanted with this right ventricular (rv) lead, received shock therapy which did not terminate the detected arrhythmia. The arrhythmia was successfully terminated following delivery of external defibrillation. A boston scientific field representative interrogated the device and a fault code was displayed indicating a shorted lead condition had occurred. A manual capacitor reformation was attempted but was not completed. Another fault code was noted that indicated that device charging had timed-out. Boston scientific technical services (ts) recommended explant of the device and lead as the patient is no longer protected. The device and lead should be returned to boston scientific for laboratory testing.

Manufacturer narrative:
All available information indicates the device remains in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.